Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the b12lt was received with the inner seal of the universal seal assembly deformed. The instrument was functionally tested for leaks and it failed due to the inner seal condition. No conclusion could be reached as to what might have caused the inner seal to become deformed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a bladder procedure gas leaked form the device. Another device was used to complete the case. There were no adverse consequences to the pt. Device will be returned.